Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance and the device was returned to the customer for use. Physio downloaded and reviewed the device's electronic record and verified the device unexpectedly shutdown four times. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. The customer was unsure if the reported event occurred during patient use and did not have any further information.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of a code-summary report and powered itself off. The customer was unsure if the reported event occurred during patient use and did not have any further information.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).